Event description:
I had a bard perfix plug-and-patch put in for a left inguinal hernia repair in (B)(6) 2007. By 2010 I was in such pain I was put on disability as the hernia plug damaged nerves in my pelvis which caused severe pain that radiated from my pelvis down my left thigh. In 2013 I finally found a doctor willing to remove it. Upon examining the bard perfix mesh he found it had folded over and was out of place. The mesh caused so much damage he could only recognize one nerve in the area. I am left with crippling pain and no sensation in half my pelvis, as in no sensations at all. The plug should not have done that and anything going inside of a body should be able to survive longer than a couple years especially since I was inactive, barely walked, from 2010-2013, which begs the question of how did this patch fold over and move so far during that time when I haven't walked or exercised in any significant manner? I expect you to do what you always do, nothing and protect bard from lawsuits. How can prolapse recalls be so prevalent when their failure rate is only half of the male hernia mesh repair kits? This is a problem and you need to do your job and stop these mesh products from being put into people. I was healthy, an active father and now I sleep on the couch, had multiple surgeries and had a nerve stimulator put in to reduce the pain. I went from a six figure job to (B)(6) while bard makes millions pushing a bad product and they are protected by you. Yes, I am mad, you would be too.